Event description:
Boston scientific received information that during a conversation with boston scientific technical services (ts), the patient noted that almost four years earlier, when his pacemaker was implanted, he had experienced cardiac arrest which lead to syncope. The patient noted that his device was explanted and a cardiac resynchronization therapy defibrillator (crt-d) was implanted. The patient has a history of congestive heart failure. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.